Event description:
There have been several incidents where the pts' meters had been set to the wrong unit of measurement, which effected their treatment. Nurse did mention that pts have inadvertently changed the unit of measurement to mg/dl without realizing that they did so. Customer service spoke to the same nurse who mentioned that last week a pt administered extra insulin due to the meter reading set in mg/dl and suffered hypoglycemia with a reading of 1.7 mmol/l. There has been no further info regarding the incident at this time, since the nurse who reported this incident was not the nurse dealing with the pt at the time.